Manufacturer narrative:
Investigation results: visual investigation: the product is disassembled into all individual partshe product is disassembled into all individual parts. The distal working end consists of 3 individual parts: push button, spring and locking screw. In the assembled state, the moving parts are held in place by the locking screw. The locking screw has come loose and made the moving parts fell out of the handle. Batch history review: due to the fact, that no lot number was provided, a review of the device history records for the complained device is not possible. The review of risk assessment revealed that the overall risk level (severity 3(5) x probability 2(5) of occurrence) according to din en iso 14971 is still acceptable. Conclusion and measures / preventive measures: the locking screw is fixed with a glue. We assume that according to the age of the instrument and the many reprocessing the screw somehow got loose, maybe due to the aging of the glue.the failure of the instrument could have been avoided, if the instrument had been checked before use, according to instruction for use (IFU) ta011592. No hints for a manufacturing related error could be ascertained. Based upon the investigations results a CAPA is not necessary.

Manufacturer narrative:
Investigation results: visual investigation: the distal working end consists of 3 individual parts: push button, spring and locking screw. In the assembled state, the moving parts are held in place by the locking screw. The locking screw has come loose and made the moving parts fell out of the handle. Batch history review: due to the fact, that no lot number was provided, a review of the device history records for the complained device is not possible. Review of the complaint history revealed that no similar complaints have been filed against products from this batch number. The review of risk assessment revealed that the overall risk level (severity 3(5) x probability 2(5) of occurrence) according to din en iso 14971 is still acceptable. Conclusion and measures / preventive measures: the locking screw is fixed with a glue. We assume that according to the age of the instrument and the many reprocessing the screw somehow got loose, maybe due to the aging of the glue. The failure of the instrument could have been avoided, if the instrument had been checked before use, according to instruction for use (IFU) ta011592. No hints for a manufacturing related error could be ascertained. Based upon the investigations results a CAPA is not necessary.

Event description:
It was reported that there was an issue with the product nf142r - metha profiler handle right navigated. According to the complaint description, the screw on the nf142r methara reel handle came loose and various components fell out of the handle. One bolt fell into the field, which was only noticed after completion of the operation on the final x-ray. The operating field had to be opened again and the component was found. Additional medical intervention was necessary. Additional information was not provided nor available. Additional patient information is not available. The adverse event is filed under aag reference (B)(4).